Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of infusion set tubing detachment on (B)(6) 2025. The location of detachment is tubing connector. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009633, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6009633 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 11-oct-2024, with a total of (B)(4) units. An extended for contamination was performed for the outgoing test 6(g). An non-conformance (nc) (B)(4) for 2d code test verification failure quick set product was performed for the outgoing test 2(g). The sub-assembly: assembly of the lot 4k00947 was manufactured according to the (wi) version 27 assembled in the quickset line, on 11-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k00948 was manufactured according to the (wi) version 27 assembled in the quickset line, on 11-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j05476 was manufactured according to the (wi) version 27 assembled in the quickset line, on 30-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k00931 was manufactured according to the (wi) version 42 and manufactured in the line 04-05-08, on 09-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j05471 was manufactured according to the (wi) version 42 and manufactured in the line 04, on 30-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j02993 was manufactured according to the (wi) version 42 and manufactured in the line 04-05-08, on 26-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j05586 was manufactured according to the (wi) version 42 and manufactured in the line 08, on 29-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported and one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.